Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the laser would not burn the tissue during a procedure. It is unknown if/how the procedure was completed. Add'l info was requested but none has been received to date.